Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap found during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The reported overheating fiber event is confirmed. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that right after the photo-selective vaporization of the prostate (pvp) procedure began, the fiber overheated and it could not be used. The procedure was completed using another fiber without patient complications. It was noted that the flow valve was opened and fluid observed to be exiting the metal cap window and pressurized saline was not utilized. Analysis of the returned fiber identified a distal circumferential fracture. The potential for forward firing exists.